Event description:
It was reported that, during pre-implant testing, the pump of this artificial urinary sphincter (aus) was not working properly due to an issue with the hydraulic system. The pump was removed, the surgery was rescheduled and successfully completed the next day with a different pump. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, and leak tested. No visual damages or abnormalities were noted; however, the pump did not pass the resistor flow rate test and, consequently, did not pass leak testing. The balloon was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. The cuff was visually inspected, and leak tested. No damages or abnormalities were noted, and the cuff passed leak testing. The pump not passing the resistor flow rate test could have caused or contributed to the reported clinical observation mechanical issues; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during the test period of an artificial urinary sphincter (aus) surgery, the medical staff noted that the pump was not working properly due to a failure in the e hydraulic system; therefore, the component was removed, the surgery was rescheduled and successfully completed the next day with a different pump. There were no patient complications.

Manufacturer narrative:
Corrected h6: evaluation conclusion codes. Corrected h11: additional MFR narrative. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually and microscopically inspected, leak and functionally tested. The component passed all testing. The balloon was visually and microscopically inspected and tested for leaks. No damage or abnormalities were noted, and no leaks were identified. The component could not be functionally tested as their size and pressure were unknown. The cuff was visually, microscopically and leak tested. No damages or abnormalities were noted, and no leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that, during pre-implant testing, the pump of this artificial urinary sphincter (aus) was not working properly due to an issue with the hydraulic system. The pump was removed, the surgery was rescheduled and successfully completed the next day with a different pump. There were no patient complications.